Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump did not fill the tubing when he was changing the infusion set. The insulin pump restarted and the issue continued. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.